Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg could not establish communication with her charger. Follow-up indicated a replacement charging system did not resolve the issue. The pt also complained of a stabbing pain at her ipg site. It was reported the pt planned to consult with her physician regarding an explant.